Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1224714-2013-03013.

Event description:
The plaintiff's attorney alleged the decedent experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, pain, a cardiovascular event and subsequently expired on (B)(6)2011, after the use of the product.